Event description:
The customer received a blood glucose reading of "lo" from her contour ts and a reading of 300 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer. No product to be returned at this time.